Manufacturer narrative:
Discrepant negative antibody screening result for a patient sample containing an anti-d(rh1) antibody. The root cause of the discrepant negative antigen screening result obtained by the customer for this patient could not be determined, although it could not be excluded to equipment related, associated with the cims imaging system requiring cleaning. No general product failure was identified. The patient was not harmed. Email address for contact office above is (B)(6). Mxp# (B)(4), qerts# (B)(4).

Event description:
A customer complained after obtaining a discrepant negative antibody screening result for a patient sample using their ortho mts provue analyser. Complainant/complaint reporter: ms (B)(6): laboratory supervisor. Date of event: (B)(6) 2021. Reported on: (B)(6) 2021 by ms (B)(6) to the orthocare helpdesk. Software version: (B)(4). Reagents: ortho mts anti-igg card lot 033021001-05 expiry date 21 january 2022, 0.8% surgiscreen lot vss293 expiry date 10 august 2021, 0.8% resolve panel a lot vra384 expiry date 10 august 2021, 0.8% resolve panel c lot vra286 expiry date 10 august 2021. The customer reported that on 04 august 2021, they had tested a patient sample for antibody screening using ortho mts anti-igg card lot 033021001-05 and 0.8% surgiscreen lot vss293 in conjunction with their ortho mts provue analyser and that they had obtained negative reactions with the three cells of the red cell reagent. The customer reported that on manual review they observed weak positive reactions with cells 1 and 2 of the red cell reagent. The customer reported that on the same day, they had retested this patient sample for antibody identification using 0.8% resolve panel a lot vra384 in manual gel method and that they had obtained weak positive reactions with cells 2 and 3 of the red cell reagent. No further detail provided. The customer reported that on the same day, they had retested this patient sample for antibody identification using 0.8% resolve panel c lot vrc286 in manual gel method and that they had obtained a weak positive reaction with cell 4 of the red cell reagent. No further detail provided. The customer reported that the patient sample was sent to the reference laboratory for additional testing and the presence of an anti-d(rh1) antibody was identified. No further detail provided. The customer reported that a negative antibody screening result was reported to the physician. The customer reported that the patient was not harmed as a consequence of the reported event.